Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under-infused" was reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with a volume to be infused of 40. The results were 37.375 which is an error percentage rate of -6.5625%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment pressure plate travel. The pressure plate travel required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused upon device power up in the biomedical service department. There was no patient involvement. No additional information is available.